Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6). Nurse notes. Abdominal pain. Postpartum (B)(6) 2007. Baby in (B)(6) hospital 2 months old has had open heart surgery. (B)(6) 2007: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: anterior abdominal wall hernia containing only omental fat. Induration of the herniated fat and some peripheral induration. There may be a small fluid collection in anterior abdominal wall associated with the hernia suggestive for incarceration and possible infarction of herniated fat. Infection cannot be excluded. (B)(6) 2007: (B)(6). Nurse notes. Emergency department triage. Patient came in for abdominal pain, started 2 weeks ago, was seen here and diagnosed to have hernia, but patient left because she¿s scared of surgery. (B)(6) 2007: (B)(6). Emergency room visit. Abdominal pain 1 month. Incarcerated ventral hernia diagnosed 1 month ago, patient refused surgery. Exam: abdomen drawing [indicating vertical incision with circle in middle]. (B)(6) 2007: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: back pain, ventral hernia. Impression: 10 cm abdominal wall hernia at the level of the umbilicus with nonobstructed small intestine. Noted the size of the abdominal wall hernia has increased since prior examination. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: large incisional hernia. Procedures: laparoscopic enterolysis with repair of incisional hernia, replacement of 20 x 25 cm dual mesh laparoscopically, excision of redundant hernia sac skin with thinned skin, complex wound closure in multiple layers. Complications: none. Complexity of operation: ¿duration almost 5 hours due to the patient¿s body stature, she is 5 feet 2 inches 344 pounds. The hernia itself was quite large requiring a 20 x 25 cm mesh to repair it and then required excision of redundant hernia sac which had overlying thinning skin.¿ indications: mrs. (B)(6) is an incredibly sweet 26-year-old female who has had cesarean section via midline laparotomy. She developed post laparotomy incisional hernia which infraumbilically developed a pedunculated hernia sac with her bowel herniating through this incisional defect into this hernia sac and over the last 7 months has developed a thinning of the hernia sac with thinning overlying skin with a high risk of erosion and dehiscence of the hernia sac and wound. Therefore repair of the incisional hernia was discussed with the patient and informed consent was given. Mrs. (B)(6) went through an extensive preoperative medical evaluation, clearance and cardiac exam and when she finished the entire workup we offered her surgical intervention. The risks and benefits of the procedure were discussed with the patient and informed written and verbal consent was given. The risks included but were not limited to bleeding, infection, anesthesia, cardiovascular complications. Cardiovascular complications included but were not limited to dvt [deep vein thrombosis], pe [pulmonary embolism], mi [myocardial infarction], death, stroke and arrhythmias. The risks also included intra-abdominal organ, vessel and viscus injury, bowel injury, colon injury, duodenal injury, liver injury, stomach injury and such injury that would require immediate laparotomy and repair followed by placement of temporary biological mesh with significant risk of incisional hernia recurrence. The risks also included wound infection, intra-abdominal infection, skin infection, mesh infection requiring removal of mesh (such a risk was approximately 2 to 3%). Also significant risk of recurrence was accorded to the patient to be 5 to 10% if she stopped smoking completely from the time of surgery and watches her weight. The risk would go up to 30 to 50% for recurrence if she continues to smoke and not lose weight after her operation and over 100% if she gets a mesh infection. The patient understood these risks and others and gave her informed consent. We also discussed postoperative pain and that this laparoscopic hernia repair does not improve her postoperative pain and it would be equivalent to any open procedure. The patient understood these risks and others and these were discussed in my office and this was then re-discussed on the day of surgery by myself and with dr. (B)(6). And we reinforced again the risk of smoking cessation and recurrence. The patient understood these and others and gave again consent. Procedure: ¿mrs. (B)(6) was brought to the operating room, placed in the supine position, underwent general anesthetic with no complications. Abdomen was prepped and draped in the usual sterile surgical fashion after a foley catheter was placed by the nursing staff. A time out was called and everybody in the room agreed it was the appropriate patient undergoing the appropriate procedure and attention was turned to the abdomen. The abdomen was covered in ioban drape and attention was turned to the left upper quadrant where a small stab incision was made and veress needle was introduced into the abdomen, the abdomen was insufflated to the appropriate pneumoperitoneum of 15 mmhg. Attention was then turned to the left quadrant lateral to the umbilicus and a 5-mm transverse incision was made and after infiltrating with local anesthetic an extended long 5-mm trocar port was placed in the abdomen. The patient¿s body habitus was quite large and the trocar barely made it through the abdominal wall into the abdominal cavity. After doing such the 5-mm camera was placed in the abdomen and the rest of the ports were placed. A total of 4 ports were placed during the operation: 1 in the right upper quadrant, 1 in the right lower quadrant, 1 in the left upper quadrant and 1 in the left paramedian. Throughout the operation these 4 ports were placed but a fifth one was needed in the left lower quadrant to complete placing the mesh tackers during the later end of the operation. This was placed in the same manner as the first 4 except this one was in the left lower quadrant. After placing all the ports attention was turned to performing enterolysis. Enterolysis was performed for 20 minutes taking great care not to cause injury to the bowel. Omentum, small bowel and colon were moved off the abdominal wall using sharp and blunt dissection, endo shears and the harmonic scalpel. After getting all the bowel and omentum dissected off the abdominal wall we defined the edge of the hernia defect which was quite large and then with abdominal wall pressure we inverted the hernia sac and took the remaining adhesions off the hernia sac from the omentum allowing complete exposure of the hernia itself. The hernia itself was approximately 19 x 14 cm and attention was then turned to performing the hernia repair. At this time the edges of the hernia defect was marked. This was done by passing a long spinal needle through the abdominal wall and marking at the 12, 3, 6 and 9 position at the edges by putting the spinal needle through the abdominal wall and bringing it through the edge of the hernia defect. After the defect was marked the pneumoperitoneum was desufflated and an elliptical border was drawn from all 4 points. Approximately 3 to 4 cm from the hernia a new border was drawn which was approximately 3 to 3.5 cm from each point giving a total of 20 x 25 cm hernia mesh requirement. This allowed complete coverage of the hernia defect with at least a 3-cm overlay at every circumferential point. The dual mesh was then brought onto the operative field, it was appropriately trimmed to match the size and then attention was turned to placing 0-prolene and 0-gore-tex sutures on approximately every 5 cm. They were interchanged, blue/white/blue/white, circumferentially. This was placed in the dual mesh without difficulty. On the adherent side the appropriate locations were marked, cephalad/caudad/right/left, and then the dual mesh was then twisted into cigar and was brought off to the back table until we were ready to place it back in the abdomen. At this time we decided not to extend any of the port sites but in actuality go through the hernia defect because we knew where to excise the thinning skin and hernia sac that was pedunculated in the lower excision. Therefore 5-cm longitudinal incision was made in the midline through the skin followed by the hernia sac and then the dual mesh was placed at the abdomen. The skin hernia defect was then closed with running baseball silk stitch. The abdomen was insufflated to appropriated pneumoperitoneum and then the dual mesh was unrolled intra-abdominally with the nonadherent side down and the adherent side towards the abdominal wall. At this time with the operation taking significant time due to the patient¿s body habitus and it was difficult to maneuver the instruments again because of the girth of the patient¿s abdominal wall. The dual mesh was completely unrolled and then points were marked on the ioban where it was marked previously for each suture, prolene followed by gore-tex, with an ink pen and these were the areas the sutures will be pulled through the abdominal wall. At this time small stab incisions were made in the region with an 11-blade and using the gore-tex suture passer each suture was brought through the abdominal wall circumferentially in order to get the mesh up adherent to the abdominal wall. After passing all the multiple sutures through the abdominal wall they were secured with hemostats and then the sutures were pulled to bring the mesh up. The mesh overall was laying well with the exception of some 2 areas: 1 in the left upper quadrant and 1 in the right lower quadrant. All the sutures were secured and tied and the redundant aspects were cut. Through the trocars then the tacker was brought into the operative field and the mesh was tacked circumferentially every 1 cm with the tacker throughout the circumferential of the mesh. At this time there was some redundancy to the center of the mesh but overall the edges were all well secured circumferentially. On the 2 loose areas in the right lower quadrant and left upper quadrant, through another small stab incision using the gore passer needle 2 gore-tex which were passed through the abdominal wall, through the mesh and then brought out through the abdominal wall and then tied in order to secure the left upper edge and then the same was done in the right lower edge. At this time the mesh was secured and attention was turned to the hernia sac. The hernia sac redundant skin which was pedunculated and eroded, that was hanging like a fifth appendage in the midline infraumbilically was evaluated. The redundancy was excised elliptically taking the thin skin and the hernia sac. The hernia sac itself was amputated on the superior aspect and the inferior hernia sac that made up part of the abdominal wall was left behind. At this time the redundancy of the mesh was grasped through the hernia defect itself and was secured to the hernia defect in 4 different spots with interrupted prolene sutures taking the redundancy out of the abdomen and giving further security to the mesh. These sutures were placed 2 cm from the hernia defect in order to try to have a second layer of overlay in the mesh. At this time the wound was irrigated out. The deep soft tissues were closed with running 0-vicryl suture, the subcutaneous tissues were closed with interrupted 2-0 vicryl and the dermis was closed with running 3-0 subcuticular vicryl. The skin was then supported with staples. Attention was then returned back to the abdomen. The pneumoperitoneum was reinsufflated, the mesh was re-evaluated, the mesh was now appropriately covering the hernia defect with good overlay, secured at all edges. There was nothing loose. There was nothing herniating through any of the spaces between the clips and the ties and the mesh was secured again 1 cm with the tacker and then with multiple ties. At this time the mesh was well secured and the ports were all removed under direct visualization with good hemostasis. All the skin incisions were closed with subcuticular 4-0 vicryl sutures supported with steri-strips and mastisol. Dressings were placed, tegaderm and 2 x 2¿s and a large 4 x 4 and large tegaderm placed in the midline wound where the herniated skin and sac were excised. The operation was complete. The patient was awakened, extubated and brought to the recovery room in stable condition. Sponge, needle and instrument counts were correct.¿ addendum: assistant surgeon: dr. (B)(6) of (B)(6). (B)(6) 2008: (B)(6). Implant record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 04797355. W.l. Gore & associates. Site: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc07/04797355) was implanted during the procedure. (B)(6) 2008: (B)(6). Pathology report. Accession #: ss-08-002641. Diagnosis: skin and incisional hernia sac, herniorrhaphy: hernia sac with reactive changes. Skin with no significant pathologic change. Clinical information: see below. Pre-operative diagnosis: incisional hernia. Post-operative diagnosis: lap incisional hernia repair. Specimen: incisional hernia. Gross description: received in formalin labelled ¿(B)(6) /incisional hernia¿. It consists of a portion of tan-yellow lobulated adipose tissue that is partially surfaced by white, thick and slightly trabeculated fibromembranous tissue measuring 15.0 x 6.5 x 3.5 cm. There is an irregular portion of tan-brown, markedly wrinkled, slightly firm skin that measures 7.0 cm in maximum dimension. The epidermis is covered by green to yellow synthetic tape-like material. Sectioning reveals a tan-yellow lobulated cut surface. Distinct focal lesions, masses or areas of induration are not identified. Representative sections are submitted. Slide key: a1, a2: representative sections of adipose tissue. A3: representative section of skin. Blocks 3. Procedure: lap incisional hernia repair. (B)(6) 2008: (B)(6). Radiology ¿ xr abdomen. Indication: evaluate for pneumoperitoneum. Impression: soft tissue emphysema without evidence pneumoperitoneum or bowel obstruction. (B)(6) 2008: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: status post hernia repair. Impression: status post ventral hernia repair. There is some fluid anterior to the mesh with an air fluid level noted. Focal fluid collection cannot be completely excluded without contrast. No evidence obstruction or intra-abdominal fluid collection. (B)(6) 2008: (B)(6). Discharge summary. Admit date: (B)(6) 2008. She had a jackson-pratt drain in place when she came up for rehabilitation. She did progress. Midline incision intact with staples, jackson-pratt drain was removed. Patient is stable for transfer home. Discharge instructions: abdominal staples should be removed by dr. (B)(6) at follow up. Should not lift over 5 pounds for a month or until cleared by surgeon. She will be getting home physical therapy for stairs training, she got a cane as well. (B)(6) 2010: (B)(6). Nurse notes. Emergency department triage. Complain of left sided abdominal pain, nausea, vomiting x 2 days. States had a palpable mass on left upper quadrant earlier. (B)(6) 2011: (B)(6). Office notes. Weight loss, abdominal pains (left lower quadrant)-ongoing pain (has seen 3 doctors). Impression/plan: colonoscopy. (B)(6) 2011: (B)(6) . Office notes. Abdominal pain to left upper quadrant, continuous, worse when constipated, relieved by bowel movement and percocet. Persistent nausea; has lost weight. Impression: abdominal pain, generalized, will need follow up CT of abdomen and pelvis. Refer to dr. (B)(6) , rule out pain associated with adhesion or surgical mesh. (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen and pelvis without and with contrast. History: abdominal pain. Comparison: none. Impression: rectus diastasis with ventral mesh, hernia contains bowel and omentum with a wide-mouth, and no suggestion of bowel incarceration or obstruction. 3.4 cm probable left ovarian cyst, or large follicle. (B)(6) 2011: (B)(6). Surgical consultation. Seeing 3 other stomach doctors, cannot seem to help her. Midabdominal pain near umbilicus. Feels like bowel trying to pull out of rectum. Weight loss 320 pounds to 270 pounds. Exam: very large abdomen. Difficult to tell whether has hernia or not. Ultrasound carried out for entire epigastric area. May be periumbilical hernia. (B)(6) 2018: (B)(6). Office notes. Here for preoperative for gastric bypass. Constipated all the time, bowel movement every 2 days. Review of systems: positive for abdominal pain and constipation. Weight 257 lb. Bmi 47.01. Impression/plan: sent message to surgeon to express concerns with proceeding with gastric bypass without dr. (B)(6) determining if good surgical candidate. Discouraged going forward with gastric bypass unless discussing with surgeon first due to adhesion/abdominal pain. Schedule appointment with dr. (B)(6). (B)(6) 2019: (B)(6). Office notes. Presents with hernia. Arrives for evaluation of abdominal pain. Did state multiple times that she believes mesh is responsible for her abdominal discomfort. Review of systems: unremarkable except unexpected weight change. Abdominal pain, constipation, diarrhea, nausea and vomiting. Anemic. Weight 248 lb. Bmi 45.3. Exam: obese. Well-healed midline incision with multiple laparoscopic incisions throughout abdomen, mild tenderness over midline incision to light palpation. Impression: generalized abdominal pain. Do not think this is related to prior mesh placement as it began years after her surgery and dr. (B)(6) cleared her anterior abdomen wall with no change in symptoms. Did review cat scan from 2011 which reveals mesh intact throughout entirety of her anterior abdominal well. Plan: recommend gastrointestinal medicine consultation may have irritable bowel syndrome. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect ¿ clinical code h6: updated investigation findings h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1695) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2002 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records for (B)(6), 2008 through (B)(6), 2010, and (B)(6), 2011 through (B)(6), 2016 were not provided. Patient information: medical history: ¿ smoker: ­ (B)(6) 2003: ½ pack daily ­ (B)(6) 2008: ½ pack daily ¿ morbid obesity: ­ (B)(6) 2003: 310 lbs., bmi 55.8 ­ (B)(6) 2007: 299.2 lbs., bmi 53.8 ­ (B)(6) 2008: 344 lbs., bmi 62.9 ­ (B)(6) 2010: 304 lbs., bmi 54.7 ­ (B)(6) 2011: 300 lbs., bmi 54 ­ (B)(6) 2011: 289 lbs., bmi 52.85 ­ (B)(6) 2012: 242 lbs., bmi 44.8 ­ (B)(6) 2013: 264 lbs., bmi 48.28 ­ (B)(6) 2016: 250 lbs., bmi 45.72 ­ (B)(6) 2017: 270 lbs., bmi 48.99 ­ (B)(6) 2018: 252 lbs., bmi 46.16 ­ (B)(6) 2019: 249 lbs., bmi 45.54. ¿ unknown date: diabetes. ¿ 2001: crack use ¿ (B)(6) 2003: in drug program-cocaine, last use 4 years ago ¿ (B)(6) 2003: history of asthma ¿ (B)(6) 2007: assault by significant other, jumped on stomach ¿ (B)(6) 2007: anterior abdominal wall hernia ¿ (B)(6) 2008: gastroesophageal reflux disease [gerd] ¿ (B)(6) 2012: probable diabetic gastroparesis ¿ (B)(6) 2016: iron deficiency anemia, epigastric abdominal pain; chronic ¿ (B)(6) 2018: chronic abdominal pain. Surgical procedures: ¿ unknown date: hernia repair ¿ (B)(6) 2007: vertical c-section ¿ 2008: tubal ligation ¿ (B)(6) 2008: laparoscopic enterolysis with repair of incisional hernia, replacement of 20 x 25 cm dual mesh laparoscopically, excision of redundant hernia sac skin with thinned skin, complex wound closure in multiple layers. Implant: gore® dualmesh® biomaterial ¿ (B)(6) 2018: diagnostic laparoscopy. Extensive lysis of adhesions relevant medical information: ¿ (B)(6) 2007: ¿abdominal pain. Postpartum (B)(6) 2007.¿ ¿ (B)(6) 2007: CT abdomen/pelvis [a/p]. ¿impression: anterior abdominal wall hernia containing only omental fat. Induration of the herniated fat and some peripheral induration. There may be a small fluid collection in anterior abdominal wall associated with the hernia suggestive for incarceration and possible infarction of herniated fat. Infection cannot be excluded.¿ ¿ (B)(6) 2007: emergency room. ¿abdominal pain 1 month. Incarcerated ventral hernia diagnosed 1 month ago; patient refused surgery.¿ ¿ (B)(6) 2007: CT a/p. ¿impression: 10 cm abdominal wall hernia at the level of the umbilicus with non-obstructed small intestine. Noted the size of the abdominal wall hernia has increased since prior examination.¿ implant preoperative complaints: ¿ (B)(6) 2008: indication. ¿... 26-year-old female who has had cesarean section via midline laparotomy. She developed post laparotomy incisional hernia which infraumbilically developed a pedunculated hernia sac with her bowel herniating through this incisional defect into this hernia sac and over the last 7 months has developed a thinning of the hernia sac with thinning overlying skin with a high risk of erosion and dehiscence of the hernia sac and wound. Therefore, repair of the incisional hernia was discussed with the patient and informed consent was given.¿ ¿the risks also included wound infection, intra-abdominal infection, skin infection, mesh infection requiring removal of mesh (such a risk was approximately 2 to 3%). Also, significant risk of recurrence was accorded to the patient to be 5 to 10% if she stopped smoking completely from the time of surgery and watches her weight. The risk would go up to 30 to 50% for recurrence if she continues to smoke and not lose weight after her operation and over 100% if she gets a mesh infection.¿ ¿we also discussed postoperative pain and that this laparoscopic hernia repair does not improve her postoperative pain and it would be equivalent to any open procedure. The patient understood these risks and others and these were discussed in my office and this was then re-discussed on the day of surgery by myself and with dr. Xx and we reinforced again the risk of smoking cessation and recurrence.¿ ¿ (B)(6) 2008: preoperative diagnosis: ¿large incisional hernia.¿ implant procedure: laparoscopic enterolysis with repair of incisional hernia, replacement of 20 x 25 cm dual mesh laparoscopically, excision of redundant hernia sac skin with thinned skin, complex wound closure in multiple layers. [Implant: gore® dualmesh® biomaterial, 1dlmc07/04797355, 20 cm x 30 cm x 1 mm thick]. Implant date: (B)(6), 2008 [hospitalization (B)(6), 2008] ¿ findings: ¿duration almost 5 hours due to the patient¿s body stature, she is 5 feet 2 inches 344 pounds. The hernia itself was quite large requiring a 20 x 25 cm mesh to repair it and then required excision of redundant hernia sac which had overlying thinning skin.¿ ¿ description of hernia being treated: ¿the abdomen was covered in ioban drape and attention was turned to the left upper quadrant where a small stab incision was made and veress needle was introduced into the abdomen, the abdomen was insufflated to the appropriate pneumoperitoneum of 15 mmhg. Attention was then turned to the left quadrant lateral to the umbilicus and a 5-mm transverse incision was made and after infiltrating with local anesthetic an extended long 5-mm trocar port was placed in the abdomen. The patient¿s body habitus was quite large and the trocar barely made it through the abdominal wall into the abdominal cavity. After doing such the 5-mm camera was placed in the abdomen and the rest of the ports were placed. A total of 4 ports were placed during the operation: 1 in the right upper quadrant, 1 in the right lower quadrant, 1 in the left upper quadrant and 1 in the left paramedian. Throughout the operation these 4 ports were placed but a fifth one was needed in the left lower quadrant to complete placing the mesh tackers during the later end of the operation. This was placed in the same manner as the first 4 except this one was in the left lower quadrant. After placing all the ports attention was turned to performing enterolysis. Enterolysis was performed for 20 minutes taking great care not to cause injury to the bowel. Omentum, small bowel and colon were moved off the abdominal wall using sharp and blunt dissection, endo shears and the harmonic scalpel. After getting all the bowel and omentum dissected off the abdominal wall, we defined the edge of the hernia defect which was quite large and then with abdominal wall pressure we inverted the hernia sac and took the remaining adhesions off the hernia sac from the omentum allowing complete exposure of the hernia itself.¿ ¿ implant size and fixation: ¿the hernia itself was approximately 19 x 14 cm and attention was then turned to performing the hernia repair. At this time the edges of the hernia defect was [sic] marked. This was done by passing a long spinal needle through the abdominal wall and marking at the 12, 3, 6 and 9 position at the edges by putting the spinal needle through the abdominal wall and bringing it through the edge of the hernia defect. After the defect was marked the pneumoperitoneum was desufflated and an elliptical border was drawn from all 4 points. Approximately 3 to 4 cm from the hernia a new border was drawn which was approximately 3 to 3.5 cm from each point giving a total of 20 x 25 cm hernia mesh requirement. This allowed complete coverage of the hernia defect with at least a 3-cm overlay at every circumferential point. The dual mesh was then brought onto the operative field, it was appropriately trimmed to match the size and then attention was turned to placing 0-prolene and 0-gore-tex sutures on approximately every 5 cm. They were interchanged, blue/white/blue/white, circumferentially. This was placed in the dual mesh without difficulty. On the adherent side the appropriate locations were marked, cephalad/caudad/right/left, and then the dual mesh was then twisted into cigar and was brought off to the back table until we were ready to place it back in the abdomen. At this time, we decided not to extend any of the port sites but in actuality go through the hernia defect because we knew where to excise the thinning skin and hernia sac that was pedunculated in the lower excision. Therefore 5-cm longitudinal incision was made in the midline through the skin followed by the hernia sac and then the dual mesh was placed at the abdomen. The skin hernia defect was then closed with running baseball silk stitch. The abdomen was insufflated to appropriated pneumoperitoneum and then the dual mesh was unrolled intra-abdominally with the nonadherent side down and the adherent side towards the abdominal wall. At this time with the operation taking significant time due to the patient¿s body habitus and it was difficult to maneuver the instruments again because of the girth of the patient¿s abdominal wall. The dual mesh was completely unrolled and then points were marked on the ioban where it was marked previously for each suture, prolene followed by gore-tex, with an ink pen and these were the areas the sutures will be pulled through the abdominal wall. At this time small stab incisions were made in the region with an 11-blade and using the gore-tex suture passer each suture was brought through the abdominal wall circumferentially in order to get the mesh up adherent to the abdominal wall. After passing all the multiple sutures through the abdominal wall they were secured with hemostats and then the sutures were pulled to bring the mesh up. The mesh overall was laying well with the exception of some 2 areas: 1 in the left upper quadrant and 1 in the right lower quadrant. All the sutures were secured and tied and the redundant aspects were cut. Through the trocars then the tacker was brought into the operative field and the mesh was tacked circumferentially every 1 cm with the tacker throughout the circumferential of the mesh. At this time there was some redundancy to the center of the mesh but overall, the edges were all well secured circumferentially. On the 2 loose areas in the right lower quadrant and left upper quadrant, through another small stab incision using the gore passer needle 2 gore-tex which were passed through the abdominal wall, through the mesh and then brought out through the abdominal wall and then tied in order to secure the left upper edge and then the same was done in the right lower edge. At this time the mesh was secured and attention was turned to the hernia sac. The hernia sac redundant skin which was pedunculated and eroded, that was hanging like a fifth appendage in the midline infraumbilically was evaluated. The redundancy was excised elliptically taking the thin skin and the hernia sac. The hernia sac itself was amputated on the superior aspect and the inferior hernia sac that made up part of the abdominal wall was left behind. At this time the redundancy of the mesh was grasped through the hernia defect itself and was secured to the hernia defect in 4 different spots with interrupted prolene sutures taking the redundancy out of the abdomen and giving further security to the mesh. These sutures were placed 2 cm from the hernia defect in order to try to have a second layer of overlay in the mesh. At this time the wound was irrigated out. The deep soft tissues were closed with running 0-vicryl suture, the subcutaneous tissues were closed with interrupted 2-0 vicryl and the dermis was closed with running 3-0 subcuticular vicryl. The skin was then supported with staples. Attention was then returned back to the abdomen. The pneumoperitoneum was reinsufflated, the mesh was re-evaluated, the mesh was now appropriately covering the hernia defect with good overlay, secured at all edges. There was nothing loose. There was nothing herniating through any of the spaces between the clips and the ties and the mesh was secured again 1 cm with the tacker and then with multiple ties. At this time the mesh was well secured and the ports were all removed under direct visualization with good hemostasis. All the skin incisions were closed with subcuticular 4-0 vicryl sutures supported with steri-strips and mastisol. Dressings were placed, tegaderm and 2 x 2¿s and a large 4 x 4 and large tegaderm placed in the midline wound where the herniated skin and sac were excised.¿ ? (B)(6) 2008: pathology. ¿diagnosis: skin and incisional hernia sac, herniorrhaphy: hernia sac with reactive changes. Skin with no significant pathologic change. Clinical information: see below. Pre-operative diagnosis: incisional hernia. Post-operative diagnosis: lap incisional hernia repair. Specimen: incisional hernia. Gross description: received in formalin labelled ¿sheppard, lachuna/incisional hernia¿. It consists of a portion of tan-yellow lobulated adipose tissue that is partially surfaced by white, thick and slightly trabeculated fibromembranous tissue measuring 15.0 x 6.5 x 3.5 cm. There is an irregular portion of tan-brown, markedly wrinkled, slightly firm skin that measures 7.0 cm in maximum dimension. The epidermis is covered by green to yellow synthetic tape-like material. Sectioning reveals a tan-yellow lobulated cut surface. Distinct focal lesions, masses or areas of induration are not identified.¿ (B)(6) 2008: xr abdomen. ¿indication: evaluate for pneumoperitoneum. Impression: soft tissue emphysema without evidence pneumoperitoneum or bowel obstruction.¿ (B)(6) 2008: CT a/p. ¿impression: status post ventral hernia repair. There is some fluid anterior to the mesh with an air fluid level noted. Focal fluid collection cannot be completely excluded without contrast. No evidence obstruction or intra-abdominal fluid collection.¿ (B)(6) 2008: discharge summary. ¿hospital course: admitted to same-day surgery. Tolerated procedure well. Pod 1 low-grade fever 37.4. Progressed slowly, pod 2 CT abdomen and pelvis negative, pain continued. Rehab does support short-stay acute rehabilitation. Taught how to take care of jp drain. D/c instructions: empty drain and record every day. Not to do any heavy lifting or strenuous activity¿ (B)(6) 2008 - (B)(6) 2008: inpatient rehabilitation hospitalization (B)(6) 2008: discharge summary. ¿she had a jackson-pratt drain in place when she came up for rehabilitation. She did progress. Midline incision intact with staples, jackson-pratt drain was removed. Patient is stable for transfer home.¿ relevant medical information: ¿ (B)(6) 2010: emergency department. ¿complain of left sided abdominal pain, nausea, vomiting x 2 days. States had a palpable mass on left upper quadrant earlier.¿ ¿ (B)(6) 2011: ¿weight loss, abdominal pains (left lower quadrant) - ongoing pain (has seen 3 doctors). Impression/plan: colonoscopy.¿ ¿ (B)(6) 2011: ¿abdominal pain to left upper quadrant, continuous, worse when constipated, relieved by bowel movement and percocet. Persistent nausea; has lost weight. Impression: abdominal pain, generalized, will need follow up CT of abdomen and pelvis. Refer to dr. Xx, rule out pain associated with adhesion or surgical mesh.¿ ¿ (B)(6) 2011: CT a/p. ¿impression: rectus diastasis with ventral mesh. Hernia contains bowel and omentum with a wide-mouth, and no suggestion of bowel incarceration or obstruction. 3.4 cm probable left ovarian cyst, or large follicle.¿ ¿ (B)(6) 2011: surgical consultation. ¿seeing 3 other stomach doctors, cannot seem to help her. Midabdominal pain near umbilicus. Feels like bowel trying to pull out of rectum. Weight loss 320 pounds to 270 pounds. Exam: very large abdomen. Difficult to tell whether has hernia or not. Ultrasound carried out for entire epigastric area. May be periumbilical hernia.¿ ¿ (B)(6) 2016: ¿abdominal pain, chronic. Exam: abdominal: soft, no distension, is tenderness (diffuse).¿ ¿ (B)(6) 2016: ¿evaluation of morbid obesity. Iron deficiency anemia. History of abdominal pain-I explained several times that I won¿t prescribe percocet for abdominal pain, risks of addiction underlined, patient got upset. Epigastric abdominal pain, chronic for one year.¿ ¿ (B)(6) 2017: pre-op exam. ¿abdominal pain, chronic, partially investigated in past, concern for hernia. Exam: abdominal: soft, no distension, no mass, tenderness to lateral sides of abdomen. Plan: follow up abdominal pain prior to procedure. CT abdomen/pelvis with contrast, future.¿ revision preoperative complaints: ¿ (B)(6) 2018: history and physical. ¿abdomen: positive for abdominal pain (chronic). Impression/plan: I expressed concerns about her chronic abdominal pain and iron malabsorption, which she has never followed up on having it investigated. Recommended CT and gastroenterology evaluation. Patient became frustrated with requests, stating she doesn¿t have financial resources to pursue that. Advised her to continue appetite suppressants until getting pain evaluation. I do not think she is physically or emotionally ready to undergo procedure.¿ ¿ (B)(6) 2018: gastroenterology. ¿upper abdominal pain for many years. Last 2 months become intermittent, changed diet to prepare for gastric bypass. Moves bowels every day. Complain of constipation, still feeling full. Abdominal pain worsens when eats processed food, pizza, spaghetti, or caffeine. Complains gas on left side. History: hernia repair abdominal 2007. Exam: abdominal: soft, bowel sounds normal. Denies abdominal pain today. Recommendations: abdominal pain improving with diet changes.¿ ¿ (B)(6) 2018: ¿preop dx [diagnosis]: morbid obesity (bmi 46.16).¿ ¿indications: 36-year-old with longstanding history of morbid obesity. The patient has height of 5¿2¿ and a weight of 252 lbs. 6.4 oz and body mass index is 46.16. They also have the following comorbidities related to their obesity including: abdominal pain, anemia, anxiety, back pain, cocaine dependency in remission, constipation rx [prescription] amitiza, depression, diabetes mellitus, epigastric abdominal pain, fatigue, gerd (gastroesophageal reflux disease), headache, hyperlipidemia, hypertension, infertility associated with anovulation, insomnia, morbid obesity, obesity, sleep apnea uses CPAP [continuous positive airway pressure] occasionally, urinary incontinence, uti (urinary tract infection), western blot positive hsv2.¿ revision procedure: diagnostic laparoscopy. Extensive lysis of adhesions (~60 minutes). Revision date: (B)(6), 2018 ¿ the skin and underlying fascia and underlying fascia of an area ~15 cm inferior from the xiphoid process and to the left of the umbilicus (and midline laparotomy incision) was anesthetized with 0.5% marcaine plain using a spinal needle. An #11 blade scalpel was used to make a 5-mm transverse incision. Using an optical entry, applied [sic] medical 5 mm trocar and a 0 degree scope, the abdomen was entered under direct visualization, while identifying all layers of the abdominal wall. The abdomen was insufflated on high flow to 15 mmhg of pressure. There was also noted to be dense adhesions. In a similar fashion, three 5-mm trocars were placed on the right lateral side of the abdomen under direct visualization. There were omental, small bowel, and colonic adhesions to the very large (~15 cm) piece of permanent mesh. I spent over 60 minutes taking down these adhesions and ensuring hemostasis. During this dissection, the patient¿s blood pressure was very high ¿ systolic > 200 and diastolic > 115, despite several medications. It would temporarily slightly decrease but would then get too high. I was asked to turn the pneumoperitoneum to < 13, which made it difficult to proceed and did not ultimately result in much improvement. The patient did not take her blood pressure medication today or the two days prior. A 10-mm incision was made with an #11 blade scalpel to the right of the umbilicus, and a 10-12 mm trocar was placed. A left lateral 5-mm trocar was placed. I looked to see the feasibility of doing a gastric bypass. Despite all abdominal wall adhesions being taken down, the small bowel was still not completely free. I decided at this point, it was not safe to proceed with the elective operation. The skin was closed with 4-0 running monocryl suture in a running subcuticular fashion. I was present and performed all key aspects of the procedure. All sponge and instrument counts were correct x 2. There was (sic) no intraoperative or immediate postoperative complications. Condition: stable.¿ relevant medical information: ¿ (B)(6) 2018: ¿abdominal pain better since surgery. Has abdominal wall pain from surgery, due to follow-up with surgeon. Exam: abdominal: soft, tenderness. Some bruising of abdominal wall along sites of laparoscopy, diffuse tenderness¿. ¿ (B)(6) 2018: ¿is in process for being dismissed from their practice given her inappropriate language, behavior. Left message stating she does not think she is in the right emotional place to handle effects of weight loss surgery. Patient has had several inappropriate encounters with office, staff. At final appointment demanded I reverse her tubal ligation. After I told her that I do not do that procedure and no one at gbmc does, she became very upset, tearful. Warning letter was sent to patient given her behavior.¿ ¿ (B)(6) 2018: ¿patient has cancelled due to not ready for personal reasons, states she cannot due to her job.¿ ¿ (B)(6) 2018: ¿upper abdominal pain resolved with lysis of adhesions 2 months ago. Exam: abdominal soft, bowel sounds normal, diffuse area of tenderness to deep palpation without guarding or rigidity, laparoscopic scars and umbilical scar superior to umbilicus. Assessment: abdominal pain chronic, has improved after lysis of adhesions, but still there. No source due to diffuse area without associated gi symptoms.¿ ¿ (B)(6) 2018: ¿here for preoperative for gastric bypass. Review of systems: positive for abdominal pain and constipation. Discouraged going forward with gastric bypass unless discussing with surgeon first due to adhesion/abdominal pain.¿ ¿ (B)(6) 2019: surgical consult. ¿impression: generalized abdominal pain. Do not think this is related to prior mesh placement as it began years after her surgery. Did review cat scan from 2011 which reveals mesh intact throughout entirety of her anterior abdominal well. Plan: recommend gastrointestinal medicine consultation may have irritable bowel syndrome.¿ ¿ (B)(6) 2019: ¿abdominal pain (hernia repair, part of intestine connected to mesh from baratric [sic] surgery), constipation. Exam: abdominal soft. Assessment/plan: chronic abdominal pain may be from adhesions, exacerbated by constipation.¿ ¿ (B)(6) 2019: ¿follow-up on stomach. Cough. Exam: diffuse abdominal tenderness. Assessment/plan: abdominal pain, chronic, minimal improvement after lysis of adhesions 2018, but still there. Chronic constipation present. Will be seeing new gastroenterology for second opinion, refer to pain management.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008 were not provided. (B)(6) 2008: (B)(6) hospital of baltimore. Implant record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 04797355. W.l. Gore & associates. Site: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc07/04797355) was implanted during the procedure. (B)(6) 2008: lifebridge health. (B)(6) md. Discharge summary. Hospital course: admitted to same-day surgery. Tolerated procedure well. Pod 1 low-grade fever 37.4. Progressed slowly, pod 2 CT abdomen and pelvis negative, pain continued. Rehab does support short-stay acute rehabilitation. Taught how to take care of jp drain. D/c instructions: empty drain and record every day. Not to do any heavy lifting or strenuous activity. [Missing records: records for the CT scan postop hernia repair were not provided.] Records between 04/08/08 and 03/20/18 were not provided. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Operative report. Preop dx: morbid obesity (bmi 46.16). Postop dx: morbid obesity. Adhesions secondary to previously open ventral hernia repair with mesh. Refractory, uncontrolled hypertension. Procedure: diagnostic laparoscopy. Extensive lysis of adhesions (~60 minutes). Complications: none. Indications: 36-year-old with longstanding history of morbid obesity. The patient has height of 5¿2¿ and a weight of 252 lb 6.4 oz and body mass index is 46.16. They also have the following comorbidities related to their obesity including: abdominal pain, anemia, anxiety, back pain, cocaine dependency in remission, constipation rx amitiza, depression, diabetes mellitus, epigastric abdominal pain, fatigue, gerd (gastroesophageal reflux disease), headache, hyperlipidemia, hypertension, infertility associated with anovulation, insomnia, morbid obesity, obesity, sleep apnea uses CPAP occasionally, urinary incontinence, uti (urinary tract infection), western blot positive hsv2. Prior to the procedure, informed consent was obtained. The patient understood and risks and benefits of the procedure including those of bleeding, infection, injury to other organs, pneumonia, deep venous thrombosis, pulmonary embolism, complications from anesthesia, staple line leakage (which could lead to sepsis and additional procedures), multisystem organ failure and even death. The patient understood the risks and benefits of the planned procedure and wished to proceed. Operative findings: ¿the patient was placed on the table in a supine position. Prior to the induction of anesthesia, scds were placed on both lower extremities and were determined to be functioning. IV antibiotics were administered intravenously by anesthesia. The patient underwent general endotracheal tube anesthesia (geta). A foley catheter was not placed. The abdomen was prepped and draped in the usual surgical sterile manner. The skin and underlying fascia and underlying fascia of an area ~15 cm inferior from the xiphoid process and to the left of the umbilicus (and midline laparotomy incision) was anesthetized with 0.5% marcaine plain using a spinal needle. An #11 blade scalpel was used to make a 5-mm transverse incision. Using an optical entry, applied [sic] medical 5 mm trocar and a 0 degree scope, the abdomen was entered under direct visualization, while identifying all layers of the abdominal wall. The abdomen was insufflated on high flow to 15 mmhg of pressure. There was also noted to be dense adhesions. In a similar fashion, three 5-mm trocars were placed on the right lateral side of the abdomen under direct visualization. There were omental, small bowel, and colonic adhesions to the very large (~15 cm) piece of permanent mesh. I spent over 60 minutes taking down these adhesions and ensuring hemostasis. During this dissection, the patient¿s blood pressure was very high ¿ systolic > 200 and diastolic > 115, despite several medications. It would temporarily slightly decrease but would then get too high. I was asked to turn the pneumoperitoneum to < 13, which made it difficult to proceed and did not ultimately result in much improvement. The patient did not take her blood pressure medication today or the two days prior. A 10-mm incision was made with an #11 blade scalpel to the right of the umbilicus, and a 10-12 mm trocar was placed. A left lateral 5-mm trocar was placed. I looked to see the feasibility of doing a gastric bypass. Despite all abdominal wall adhesions being taken down, the small bowel was still not completely free. I decided at this point, it was not safe to proceed with the elective operation. The skin was closed with 4-0 running monocryl suture in a running subcuticular fashion. I was present and performed all key aspects of the procedure. All sponge and instrument counts were correct x 2. There was no intraoperative or immediate postoperative complications. Condition: stable. Of note, I spoke with the patient¿s sister and father at length after the case in the waiting room. I explained the findings and my rationale for not proceeding at this time. I then spoke to the patient for over 30 minutes in the recovery room when she was awake and oriented. She was very upset. I told her that we will need to ensure that her blood pressure is adequately controlled, and she takes her medications correctly prior to surgery. She will return back to her pcp in the near future. We will also have a longer discussion in the office about the possibility of doing a sleeve gastrectomy if I do not feel I can safely do a gastric bypass secondary to small bowel adhesions. After she left, she called and had me explain the above again.¿ there is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016: (B)(6) hospital. (B)(6), md. Office notes. Medications: metformin. (B)(6) 2016: (B)(6) hospital. (B)(6), md. Office notes. Abdominal pain, chronic. Exam: abdominal: soft, no distension, is tenderness (diffuse). (B)(6) 2017: (B)(6) hospital. (B)(6), md. Office notes. Medications: glipizide. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Office notes. Pre-op exam. Abdominal pain, chronic, partially investigated in past, concern for hernia. Exam: abdominal: soft, no distension, no mass, tenderness to lateral sides of abdomen. Plan: follow up abdominal pain prior to procedure. CT abdomen/pelvis with contrast, future. (B)(6) 2018: (B)(6) hospital. (B)(6) crnp. Office notes - gastroenterology. Upper abdominal pain for many years. Last 2 months become intermittent, changed diet to prepare for gastric bypass. Moves bowels every day. Complain of constipation, still feeling full. Abdominal pain worsens when eats processed food, pizza, spaghetti, or caffeine. Complains gas on left side. History: hernia repair abdominal 2007. Exam: abdominal: soft, bowel sounds normal. Denies abdominal pain today. Recommendations: abdominal pain improving with diet changes. (B)(6) 2018: (B)(6) hospital. (B)(6). Anesthesia postprocedure evaluation. Asa 3. (B)(6) 2018: (B)(6) hospital. (B)(6), md. Office notes. Follow up. Abdominal pain better since surgery. Has abdominal wall pain from surgery, due to follow-up with surgeon. Exam: abdominal: soft, tenderness. Some bruising of abdominal wall along sites of laparoscopy, diffuse tenderness. (B)(6) 2018: (B)(6) hospital. (B)(6), md. Office notes. Upper abdominal pain resolved with lysis of adhesions 2 months ago. Exam: abdominal soft, bowel sounds normal, diffuse area of tenderness to deep palpation without guarding or rigidity, laparoscopic scars and umbilical scar superior to umbilicus. Assessment: abdominal pain chronic, has improved after lysis of adhesions, but still there. No source due to diffuse area without associated gi symptoms. Follow up 3 months. (B)(6) 2019: (B)(6) hospital. (B)(6), crnp. Office notes. Abdominal pain (hernia repair, part of intestine connected to mesh from baratric [sic] surgery), constipation. History: constipation, chronic abdominal pain referred for nausea, chronic pain, associated with constipation; when constipated pain increases, when has bowel movement it can help symptoms but not always. Has been having mid and lower abdominal pain since 2010. Bowel pattern twice a day to every two to three days. Uses stool softener sometimes, does help and miralax. Nw hospital ed for pain extended to left upper abdomen. Exam: abdominal soft, bowel sounds normal, no distension, no mass, no tenderness. Assessment/plan: chronic abdominal pain may be from adhesions, exacerbated by constipation. Iron supplement may increase constipation as well as tramadol. Chronic nausea may be from constipation or gastritis. Add amitiza twice daily. Will give antispasmodic. Follow up 8 weeks. (B)(6) 2019: (B)(6) hospital. (B)(6), md. Office notes. Follow-up on stomach. Cough. Exam: diffuse abdominal tenderness. Assessment/plan: abdominal pain, chronic, minimal improvement after lysis of adhesions 2018, but still there. Chronic constipation present. Will be seeing new gastroenterology at woodholme for second opinion, refer to pain management. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016: (B)(6). Office notes. Evaluation of morbid obesity. Iron deficiency anemia. History of abdominal pain-I explained several times that I won¿t prescribe percocet for abdominal pain, risks of addiction underlined, patient got upset. Epigastric abdominal pain, chronic for one year. (B)(6) 2018: (B)(6). History and physical. Abdomen: positive for abdominal pain (chronic). Impression/plan: I expressed concerns about her chronic abdominal pain and iron malabsorption, which she has never followed up on having it investigated. Recommended CT and gastroenterology evaluation. Patient became frustrated with requests, stating she doesn¿t have financial resources to pursue that. Advised her to continue appetite suppressants until getting pain evaluation. I do not think she is physically or emotionally ready to undergo procedure. (B)(6) 2018: (B)(6). Office notes. Was a patient of dr. Elena ghiaur (gbmc), however, is in process for being dismissed from their practice given her inappropriate language, behavior. Dr. Ghiaur left message stating she does not think she is in the right emotional place to handle effects of weight loss surgery. Patient has had several inappropriate encounters with office, staff. At final appointment demanded I reverse her tubal ligation. After I told her that I do not do that procedure and no one at gbmc does, she became very upset, tearful. Warning letter was sent to patient given her behavior. (B)(6) 2018: (B)(6). Office notes. Called patient back to discuss my reservation around her having elective weight loss surgery at gbmc. I read her (new) pcp¿s follow-up note. I discussed dr. Elena ghiaur¿s concerns (outlined on recent staff message). She responds ¿you damn right I cussed her dumb ass out¿; ¿I have been telling that woman for 10 years that I have been having abdominal pain! She has been blowing me off for years¿; ¿damn right, I¿m pissed.¿ ¿I don¿t want to hear anything about her professional opinion about my mental state and my emotions.¿ ¿she has been ignoring me for years.¿ ¿I would never have known if you didn¿t go in there and fix it.¿ ¿I could have died.¿ despite the passionate, aggressive rant, I do not feel that I personally have grounds to officially dismiss her from this practice. I explained that I will consent her for gastric bypass and if I do not feel I can safely perform this operation, I will do a sleeve. She has no concerns with the healing of her incisions. (B)(6) 2018: (B)(6). Office notes. Patient has cancelled due to not ready for personal reasons, states she cannot due to her job. (B)(6) 2018: (B)(6). Office notes. Phyllis- please dismiss patient from our practice. We have already sent her a warning letter. Please see previous encounters. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions. Additional event specific information was not provided.